Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated at the service center. The customer reported an unknown failure with the device, it was found that there was a short circuit in the motor cable during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. The motor cable was replaced to correct the identified failure. The device was cleaned, repaired and tested for functionality. Given the information provided we cannot discern a definitive root cause for the short circuit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate an unknown failure related to the micro tornado hp w handcontrol. There was no procedure involved. No additional information was provided.